Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead was placed at the outflow track as many as eight times and the lead fixated. But when the implanter would put a straight stylet into the rv lead to check fixation it would pop out. The patient had a ¿tight¿ anatomy in the subclavian area, so the rv lead was cut to maintain venous access while the rv lead was removed and a different model rv lead was implanted. No patient complications have been reported as a result of this event.